Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the current pump and will revert to manual injections for insulin therapy if necessary.